Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind. The customer¿s blood glucose level was 189, 120 mg/dl. The customer stated that insulin continues to drip after motor stops during the manual prime process. The customer stated that the drive support cap was appeared normal. The troubleshooting was performed for prime rewind anomaly. The customer was advised that the insulin pump requires replacement and advised to discontinue use of the pump. Advised to revert to the backup plan. The insulin pump will be returned for analysis.